Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump alarmed no delivery. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that the alarm was received during priming. The customer did not have a plunger to make sure the insulin would exit out. They tried to prime again but the pump alarmed no delivery. Troubleshooting was not completed. The insulin pump was not returned for analysis.